Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding after intercourse"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain, coital bleeding, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, coital bleeding and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gravida ii, parity 2 and pap smear. Concurrent conditions included chronic cervicitis. Concomitant products included norethisterone (mini-pill) from (B)(6) 2017 to (B)(6) 2017 for genital bleeding, pelvic pain female and menorrhagia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced coital bleeding ("bleeding after intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and adnexa uteri cyst ("paratubal cystsother injury(ies) or complication please describe: paratubal cysts"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, tooth disorder, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved, the coital bleeding, abdominal pain, abdominal distension, headache, adnexa uteri cyst and weight increased outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, no evidence for spillage through the fallopian tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: paratubal cysts, dysmenorrhea, menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- dysmenorrhea (cramping), migraines, headaches, dental problems, fatigue, paratubal cysts, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain, abnormal bleeding (general). Reporter information, medical history, concomitant drug, events onset date, events outcome, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gravida ii, parity 2 and pap smear abnormal. Concurrent conditions included chronic cervicitis. Concomitant products included norethisterone (mini-pill) from march 2017 to june 2017 for genital bleeding, pelvic pain female and menorrhagia. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced coital bleeding ("bleeding after intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and adnexa uteri cyst ("paratubal cysts other injury(ies) or complication please describe: paratubal cysts"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, tooth disorder, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved, the coital bleeding, abdominal pain, abdominal distension, headache, adnexa uteri cyst and weight increased outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, no evidence for spillage through the fallopian tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: paratubal cysts, dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.